Event description:
It was reported that catheter entrapment and short asystole occurred. The target lesion was located in the ramus interventricularis anterior/left main artery. A 3.50 x 28mm synergy ii drug-eluting stent was implanted to treat the lesion. However, upon removal, it was noted that the stent balloon became stuck on the guide wire and was not able to remove even with power or force. The physician had two wires and a guide catheter inside the patient and had to withdraw all the devices. He then noticed that the stent balloon was wrapped itself. Subsequently, the physician put again a guide catheter as well as the two wires in the vessel. A 3.50 x 12mm synergy ii drug-eluting stent was advanced and implanted in the circumflex artery to do kissing balloon procedure. However, during removal, the stent balloon became stuck on the guide wire again and all the devices were removed together. Finally, another 3.5x8mm synergy ii drug-eluting stent was implanted and completed the procedure. The patient had experienced short asystole. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system (sds) was returned for analysis with the stent delivery system still stuck in the guide catheter. The customer guidewire was not returned. No stent returned. The guide catheter could not be removed from the device. The device was soaked in the water bath in order to soften the blood like substance and contrast media to allow the balloon to be reviewed. The device was removed from the waterbath and the investigator was able to remove the guide catheter by carefully pulling the tip distally to expose the balloon. The investigator was unable to fully remove the guide catheter from the device. The investigator was only able to pull the guide catheter back as far as the shaft polymer extrusion without further damaging the device. There was no stent on the balloon. It can be confirmed that positive pressure was applied on the balloon. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual examination of the shaft polymer extrusion identified no damage; however, the shaft polymer extrusion was covered in a blood like substance. The customer guidewire was not returned for review. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment and short asystole occurred. The target lesion was located in the ramus interventricularis anterior/left main artery. A 3.50 x 28mm synergy ii drug-eluting stent was implanted to treat the lesion. However, upon removal, it was noted that the stent balloon became stuck on the guide wire and was not able to remove even with power or force. The physician had two wires and a guide catheter inside the patient and had to withdraw all the devices. He then noticed that the stent balloon was wrapped itself. Subsequently, the physician put again a guide catheter as well as the two wires in the vessel. A 3.50 x 12mm synergy ii drug-eluting stent was advanced and implanted in the circumflex artery to do kissing balloon procedure. However, during removal, the stent balloon became stuck on the guide wire again and all the devices were removed together. Finally, another 3.5x8mm synergy ii drug-eluting stent was implanted and completed the procedure. The patient had experienced short asystole. No further patient complications were reported and the patient's status was good.